Manufacturer narrative:
Philips service replaced the mpdu controller and returned the system to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that a disc storage error caused intermittent inability to perform fluoroscopy on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.